Event description:
Caller reported that insulin gauge displayed a different amount than expected and was experiencing an issue with fill estimate. Current fill estimate on the pump was 45 and it remained static even though insulin was being delivered. Despite this issue, there was no adverse impact to the customer¿s blood glucose level. Customer technical support (cts) educated caller about the variance in measured pressures that can cause this issue and explained that the fill estimate would adjust once the insulin amount matched the static display. The caller understood and acknowledged this information.